Manufacturer narrative:
Due to character limitation e1 event site full name: (B)(6). Battery not charging because of console not correctly docked and latched to the cart. If the iabp is set up in the hybrid mode and the rescue mode icon is displayed, ensure that the rescue unit is securely docked into the hospital cart. Upon transitions from rescue to hybrid the iabp will sound three audio tones of increasing volume, upon transitions from hybrid to rescue the iabp will sound three audio tones of decreasing volume. Upon all transitions between hybrid and rescue the iabp will blink the icon for approximately 6 seconds. If the iabp configuration was changed from rescue mode to hybrid mode meaning if the iabp was docked into the hospital cart that is attached to the ac power line and if the docking was not performed correctly then the system wont be able to automatically use the ac power to charge the batteries and will result in batteries not charging. The system shows an informational message " unable to charge batteries" when the system is unable to charge batteries troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging. There was no harm or injury reported.